Event description:
Three block trays had the packaging taped to the outside of the box and ripped when we were opening the boxes/trying to pull the tape off.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.